Event description:
It was reported that the patient received inappropriate shocks due to excessive noise in the ventricular channel and a reduction in impedance compatible with lead fracture. The lead was explanted. No patient complications have been reported as a result of this event. A lawsuit alleges the patient received a series of inappropriate and non-therapeutic shocks. The implanted lead was found to have failed and was replaced with another defective defibrillation lead. As a direct and proximate result of the acts and omissions of defendants, plaintiff suffered extreme physical injuries, extreme emotional and psychological distress which includes an acute fear of sudden death. There were further allegations by an attorney indicating the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.